Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection found that the 3 lead y connector was incorrectly assembled. A gravity test for leakage was then performed, which identified leakage from the junction of the 3 lead y connector and tubing. The reported condition was verified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the leak was determined to be the misassembled 3 lead y connector. This component was misassembled due to a procedural error during the manual assembly process. In order to address this condition, additional precautions were added to the assembly procedure, and involved personnel were given refresher training to ensure awareness of this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a chemo aide continu-line set leaked. This occurred during or after priming with normal saline and before patient connection. There was no patient involvement. No additional information is available.